Event description:
A malfunction alarm occurred, identified as malfunction 16, and the pump failed to reset successfully. The customer's blood glucose level was reported at 300 mg/dl, indicating no adverse impact to their health. Technical support assisted in resetting the pump, but as the issue persisted, they arranged for a replacement pump and instructed the customer to use manual injections as a temporary backup therapy. The customer was also provided with shipping and return instructions for the faulty pump.